Manufacturer narrative:
UDI is unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received for evaluation. Visual inspection: the device was chipped out on front corner of top case and right plunger case. All components in plunger assembly were sent by the customer in a bag; there was contamination in bottom case, ear clip and spring. Event history log (ehl) showed: check syringe plunger sensor. No functional test could be performed as broken left plunger case, right plunger case and all the components inside were sent in by customer in a plastic bag. The root cause of the issue was deemed due to customer's incorrect assembly of the device. Actions(s) taken to mitigate the reported issue(s): reassembled the whole plunger head and replaced all needed components; performed power up process and all functional testing passed. .

Event description:
It was reported that the pump's plunger driver was broken. No patient injury was reported.